Manufacturer narrative:
Pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer. No crack on the reservoir tube or reservoir tube lip noted during physical inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump was damaged. Customer states that they had crack was seen on ring or insulin thread. Customer's blood glucose was unknown at time of incident. Insulin pump will be return for analysis.